Event description:
The tech alleged that the bed had no functions and there was liquid on the power control board. No pt impact.

Manufacturer narrative:
The tech replaced the power control board to resolve the issue.